Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited noise and the physician had concerns over the left ventricular (lv) lead position. Both the ra and lv leads were capped and replaced on (B)(6) 2024. The patient was in stable condition.